Event description:
It was reported that the cement started to harden for only 3 minutes and hardened completely 7minutes starting after mixing. Also, the syringe of the acm broke. The cement was mixed for 3 minutes. All monomer and polymer were used. No substances which affected to this event was mixed into the cement. The implant could be implanted, so there was no adverse consequences.the cement was stored in 7 cold box. It was taken from the box 30 minutes before use. Update: no pieces of the syringe went into the cement.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code jau001. The results were satisfactory and within specification. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed no one other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code jau001 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the cement started to harden for only 3 minutes and hardened completely 7 minutes starting after mixing. Also, the syringe of the acm broke. The cement was mixed for 3 minutes. All monomer and polymer were used. No substances which affected to this event was mixed into the cement. The implant could be implanted, so there was no adverse consequences. The cement was stored in (B)(4) cold box. It was taken from the box 30 minutes before use. Update - no pieces of the syringe went into the cement.